Event description:
It was reported that the right atrial (ra) lead exhibited diminished sensing and far field r-wave (ffrw) over-sensing. The ra lead remains in use.   No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: ddmb1d1 crtd implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.